Event description:
It was reported that this pacemaker system exhibited high pacing thresholds on the right ventricular (rv) lead. Technical services (ts) was consulted, and upon review it was also noted that the report did not show the pacing threshold trend, ts performed further review of this device and noted three power resets on this pacemaker. Device replacement was advised to the physician. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high pacing thresholds on the right ventricular (rv) lead. Technical services (ts) was consulted, and upon review it was also noted that the report did not show the pacing threshold trend, ts performed further review of this device and noted three power resets on this pacemaker. Device replacement was advised to the physician. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This product was manufactured prior to the implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker system exhibited high pacing thresholds on the right ventricular (rv) lead. Technical services (ts) was consulted, and upon review it was also noted that the report did not show the pacing threshold trend, ts performed further review of this device and noted three power resets on this pacemaker. Device replacement was advised to the physician. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.